Event description:
On (B)(4) 2010, a maude event report (B)(4) was rec'd by moog medical. Description in maude event report: (B)(6) set IV tubing ref (B)(4) leaked during parenteral nutrition infusion. Tubing leaked at the junction of the cassette tubing to the smaller bore IV tubing just after the gold connector, and occurred as the infusion completed the ramp up rate and was at continuous infusion rate. The infusion tubing was replaced with the same tubing from a different lot number and infusion continued without difficulty. No injury was reported.

Manufacturer narrative:
Moog cannot confirm the basis of this complaint. This complaint was not rec'd by moog and info on the event is limited in the maude event report. Maude event report states the product is available for eval; however, the reporter is unk and the device is not available for moog's eval. If the device becomes available a follow up report will be submitted.